Event description:
It was reported that the device failed to detect the therapy cable connection and alerted "connect test plug". There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause for the reported problem could not be determined.